Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the film of a homechoice automated pd set with cassette "appeared to not be properly attached to the plastic of the cassette" which resulted in a leak. It was further described that the door to the cycler was opened and fluid was seen. This was observed during set up of peritoneal dialysis (pd) therapy. Renal therapy services (rts) advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the film of a homechoice automated pd set with cassette "appeared to not be properly attached to the plastic of the cassette" which resulted in a leak. It was further described that the door to the cycler was opened and fluid was seen. This was observed during set up of peritoneal dialysis (pd) therapy. Renal therapy services (rts) advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation. During visual inspection noted and one component was observed damaged which caused the leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.